Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-june-2024, it was reported by the patient that infusion set was leaking from site due to which hyperglycemia occurs within 3 hours of use. High blood glucose level was 268 mg/dl. No further information was available.